Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description : no complaint was received with return of device. Failure event observed during analysis. Final analysis found an insulation abrasion at 26.5 cm to 27.2 cm from the connector pin. The abrasions were consistent with friction with another implantable device or heart feature. (B)(4).

Event description:
This report is to advise of an event observed during analysis.